Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest (single surgical procedure), the endoscope plus (30-degree) displayed incorrect image quality and a reversible system error. The customer stated that the robotic portion of the procedure did not begin. Only three robotic trocars had been inserted, and the robot was not yet docked. After confirming the endoscope was faulty, the procedure was converted to an open approach as the endoscope was essential and a backup wasn't available.

Manufacturer narrative:
The endoscope plus (30-degree) has been received; however, failure analysis has not been completed at this time.